Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent a right humerus revision surgery. The initial surgery was performed on (B)(6) 2016 in which an unknown synthes lateral plate and an unknown quantity of screws were implanted. On an unknown date after the initial implant procedure, patient fell. Post-operative x-ray on an unknown date revealed that the fracture had not healed due to three (3) 3.5 mm cortex screws. During the revision surgery the three broken 3.5mm cortex screws were removed in their entirety along with an intact, unknown synthes lateral plate and an unknown quantity of intact screws. There were no fragments generated as it was the screws shafts that broke and were easily removed. The patient was then implanted with a twelve hole 3.5 locking compression plate (lcp) and an unknown quantity of screws. The procedure was completed with routine x-rays. No additional medical/surgical intervention and no surgical delay were reported. The patient status is reported as stable. Concomitant devices reported: lateral plate (part# unknown, lot# unknown, quantity: 1). Screw (part# unknown, lot# unknown, quantity: unknown). This report is for one (1) 3.5mm cortex screw. This is report 2 of 3 for (B)(4).